Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported by the patient that set cannula was crimped due to which hyperglycemia occurs within 2 hours of use. Infusion set was placed in abdomen. High blood glucose level displayed high and treated by correction bolus via pump and mdi. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.